Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'air in line alarms' was confirmed through the event history log multiple air-in-line! Messages but was unable to be reproduced during evaluation. Evaluation inspected the device and tested the pump at 400 ml/15 hour for 15 minutes, showing no symptoms of the customer-reported issue. Evaluation revealed the ultrasonic sensor readings to be out of specification. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.